Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an MRI scan. The patient had a plugged ventricular port on the pacemaker and the device would not provide right ventricular lead impedance. Due to this issue, the device was not able to programmed to MRI mode and hard programming was required. The patient was stable throughout the event.